Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found a broken grip cable at the pulley in between the distal clevis. Yaw motion was non-intuitive as a result. Other cables at the instrument's wrist were not damaged. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci s prostatectomy procedure, a cable was broken on a large needle driver instrument. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.